Event description:
It was reported "fractured wire on PICC insertion, PICC placement was unsuccessful" additional information received 03/28/2021: "there was no harm to the patient". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of stylet damage was confirmed but the cause was unknown. The product returned for evaluation was a 4fr d/l powerpicc provena catheter and a 3cg stylet. Both pieces contained evidence of use, including blood-like residue, and a broken segment of stylet was seen protruding from the distal end of the catheter. Microscopic examination of the fracture region of the stylet found that both ends contained kinking between the magnet joints, overall curling of the magnet tip, and associated curling of the inner core support wire. Breaks in magnets were also seen in the same region. No potential manufacture damage, defect, or deformity was seen on the sample. The polyimide tubing was confirmed to be within manufacture specification. The observed fracture features were indicative of catheter and/or stylet kinking, with stylet drag about a relatively tight radius resulting in curling of the wire, and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn1977 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "fractured wire on PICC insertion, PICC placement was unsuccessful" additional information received 03/28/2021: "there was no harm to the patient." No other information was provided.